Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The technical service representative (tsr) had the home patient (hp) close all of the clamps and the transfer set, cycle the power off and on to se 2367 and then again to press go to start prompt. The tsr explained the alarms and stated that the night nurse that set up the hc left a spare line open. The tsr advised to discard all supplies and to report the alarms to the peritoneal dialysis nurse the next morning. The hc unit was operational. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was for a system error 2240 alarm during dwell was confirmed as a use error. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.